Event description:
Additional information was received that the patient requested the s-ICD be explanted and no new system be implanted. During the pre-surgery check, the field representative was unable to interrogate the device and there was no tones with magnet. Boston scientific technical services (ts) was consulted and discussed the previous call from 18 months earlier regarding low shock impedance. It was noted the patient was already asleep for the procedure, so the field representative was unable to inquire if the patient had a MRI. The s-ICD system was explanted as planned and no additional adverse patient effects were reported. The electrode was returned for analysis.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies that would relate to the observations in the field. X-ray did not show any issues. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies that would relate to the observations in the field. X-ray did not show any issues. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received that the patient requested the s-ICD be explanted and no new system be implanted. During the pre-surgery check, the field representative was unable to interrogate the device and there was no tones with magnet. Boston scientific technical services (ts) was consulted and discussed the previous call from 18 months earlier regarding low shock impedance. It was noted the patient was already asleep for the procedure, so the field representative was unable to inquire if the patient had a MRI. The s-ICD system was explanted as planned and no additional adverse patient effects were reported. The electrode was returned for analysis. Additional review of data found that there was also high out of range shock impedance measurements stored in the system noted prior to change out of the system.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received inappropriate therapy from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to p wave oversensing as a result of low p wave amplitude. Upon further review the administered shock had an impedance measurement of 1 ohm. Boston scientific technical services (ts) was consulted and suggested bringing the patient in for evaluation. Ts noted that due to the low impedance measurement, they would suggest replacing the s-ICD and electrode. The field representative noted that fluoroscopy was done and did not reveal any findings. At this time the s-ICD and electrode remain in service, however the patient would be scheduled for a revision in the future. No adverse patient effects were reported.